Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While reviewing device data, undersensing was observed on the device. The device was successfully upgraded and reprogrammed to resolve the event, and the patient was stable with no adverse consequences.